Event description:
The core impaction drill was sent in for eval due to overheating during a tooth extraction procedure. No adverse event was reported. The procedure was completed with a readily available replacement device without any procedure delay.

Manufacturer narrative:
During failure analysis, overheating was not duplicated; the device performed according to specifications. However, preventive maintenance was done and the device was cleaned, lubed, adjusted, and returned to the customer.